Manufacturer narrative:
The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This is an ongoing issue. The field service representative (fsr) adjusted the volume control knob on the safety monitor. Corrective maintenance/inspection completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) claims that the volume was too low and cannot be adjusted any higher on the safety monitor. The device was not changed out, as they used the monitor as is. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.